Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient's family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of zero days due to unknown reasons.

Manufacturer narrative:
Device not returned. Patient expired 38 days after explant due to unknown reasons. Two edwards devices remain implanted in the aortic and mitral positions. (B)(4). Additional information provided to the registry indicates that two additional tissue valves -- both non-edwards devices -- had been explanted. Implant positions, implant and explant dates, and reason for explant of these devices are all unknown. No further details were provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.